Manufacturer narrative:
The lead is expected to be returned, however has not been returned at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was only implanted for five months, and had observations of noise and high out of range impedances greater than 2000 ohms. The lead was explanted and replaced, and surgical observations showed lead fracture. No additional adverse patient effects were reported.